Manufacturer narrative:
(B)(4). The bmw guide wire mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be replicated in a testing environment due to the condition of the returned device. The shaft of the device was separated. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove the guide wire from this lot. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us.

Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery. Pre-dilatation was performed with a non-abbott balloon catheter and a 3.0 x 8 mm xience prox stent delivery system could not be advanced over a balance middleweight (bmw) guide wire and became stuck. The devices were removed as a single unit. A new non-abbott guide wire and a new 3.0 x 8 mm xience pro were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the distal shaft was separated.